Event description:
The manufacturer received information alleging the insulation is torn on a dreamstation bipap autosv adapter and the internal wiring is exposed. The device's ac adapter has a torn outer casing revealing the internal wiring. The patient will receive a replacement. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.